Manufacturer narrative:
The device is currently not available.

Event description:
Per the clinic, the patient experienced a keloid at the abutment site. Subsequently on (B)(6), 2015, the keloid was excised and the device was explanted. During the same procedure, the patient was reimplanted with a new device.